Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively replaced due to an advisory. The patient reports a syncopal episode that resulted from a ventricular arrhythmia; the patient reports that the ICD did not treat this arrhythmia. The explanted device was returned to guidant for laboratory testing.